Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a catheter broke in a patient's back when the physician was trying to remove the catheter after a delivery during a labor epidural. The patient's condition is unknown at this time.

Event description:
It was reported that a catheter broke in a patient's back when the physician was trying to remove the catheter after a delivery during a labor epidural. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A review of sales history data was performed to obtain a lot number. However, no record could be found. The IFU for this kit, e-17019-109a; rev. 6, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. The IFU also provides alternate removal techniques if further resistance is encountered. The IFU states "stretch catheter slightly and tape it to skin, creating constant tension on the catheter." Also, "injecting a small bolus of preservative-free saline while removing the catheter may be helpful." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no lot number was provided by the customer and no sales history records could be found. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without the sample.

Event description:
It was reported that a catheter broke in a patient's back when the physician was trying to remove the catheter after a delivery during a labor epidural. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A review of sales history data was performed to obtain a lot number. However, no record could be found. The IFU for this kit, e-17019-109a; rev. 6, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. The IFU also provides alternate removal techniques if further resistance is encountered. The IFU states "stretch catheter slightly and tape it to skin, creating constant tension on the catheter." Also, "injecting a small bolus of preservative-free saline while removing the catheter may be helpful." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no lot number was provided by the customer and no sales history records could be found. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without the sample.